Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the complaint does not indicate what date the issue occurred. The system was used on (B)(6) 2021 and the air bubble detector (abd) reported two air detected alarms. On (B)(6) 2021, one air detected alarm occurred. On (B)(6) 2021, one air detected alarm occurred. There is no way to tell from the log if there was actually air in the tube. The log confirms air detected alarms did occur. During laboratory analysis, the product surveillance technician (pst) did not observe any damage. The pst connected the abd to lab use only (luo) testing equipment and it powered on to the perfusion screen successfully. The abd passed all testing and functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. He replaced the uas. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) was alarming intermittently on a primed circuit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.